Event description:
During verification testing at the service center, it was noted that the black wire blade on the ac power cord plug was missing.

Manufacturer narrative:
During testing, the black wire blade on the ac power cord plug was found to be missing. The probable cause of the missing blade was use in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord prong. This report represents all the info known by the reporter upon query by hospira personnel.